Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: l4-l5 spinal stenosis. L4-l5 grade spondylolisthesis. For which, patient underwent following procedures: l4-l5 anterior lumbar interbody fusion (direct lateral approach.) L4-l5 anterior lumbar interbody instrumentation (peek cage.) L4-l5 decompression laminectomy with foraminotomies. L4-l5 posterior spinal fusion. L4-l5 posterior spinal instrumentation (titanium.) Right posterior iliac crest bone marrow aspiration. All under loupe magnification. Per op notes, after appropriate sizing, a 10x18x55 mm standard implant (packed with crushed bone and morphogenic protein impregnated sponges) was placed. The cage again was somewhat more anterior than desired but in safe position. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.